Event description:
The user facility reported that they heard a popping noise and found water to be coming out of the system 1 processor onto the countertop. The water supply was shut off approximately 30 seconds after the separation by an employee. There were no procedural delays, cancellations, injuries or report of property damage.

Manufacturer narrative:
A steris service technician inspected the system 1 unit and found that a non-steris hose quick connector had been installed and had separated at the system 1 inlet connection. The technician removed the quick connector, re-installed the hose, ran test cycles and placed the unit back to service. The technician subject of the reported event was counseled by his district service manager on the correct system 1e servicing method for hoses.